Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels since (B)(6) 2012. The patient had elevated blood glucose levels at least 2-3 times per month. The patient's mother stated that the device does not always display e4 (occlusion error), as she thinks it should, during the times of elevated blood glucose levels. She stated that she has to correct the levels with an injection of insulin. On (B)(6) 2013 the patient's blood glucose level was 73 mg/dl at 6:15pm. At 8:15pm it had risen to 357 mg/dl. Correction was made via the infusion device and at 9:15pm it had risen to 489 mg/dl and she had to correct it via insulin injection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded. The infusion device was requested to be returned for product evaluation.